Event description:
It was reported that the 980 ventilator failed the circuit pressure test with "inspiratory auto zero solenoid not operational message" during extended self test (est). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that the 980 ventilator failed the circuit pressure test with "inspiratory auto zero solenoid not operational message" during extended self test (est). The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all tests and calibrations according to the manufacturer's specifications at the time of service. One ifm pcba was returned for further analysis. Visual inspection of the returned ifm pcba found no anomalies. The ifm pcba was attached to test ventilator and powered up. The unit powered up normally and no errors were recorded in the diagnostic logs. During est, the unit failed circuit pressure test. After thorough investigation, this failure was traced back to a faulty autozero solenoid, so1. Investigation determines if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the event was isolated to faulty auto zero solenoid (so1) in ifm pcba. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.